Event description:
On (B)(6) 2023, fresenius became aware of this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) encountered drain complications, and suspected they had peritonitis. No further information was provided during intake. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intravenous cefepime 1000 mg daily (duration not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for pseudomonas stutzeri, and the patient¿s antibiotic was continued. The cause of the patient¿s peritonitis is unknown. The patient is recovering and remains hospitalized as the nephrologist and surgeon discuss whether to keep or remove the patient¿s pd catheter (not a fresenius product). Despite lacking causality, the pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The pdrn reported the patient will continue to utilize the same liberty select cycler currently in her possession.